Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for two patients on alinity processing module, serial number (B)(6). The samples were repeated with lower results. The following data was provided: patient(male) 1 initial troponin result = 439.1 ng/l repeated = 26.1 ng/l troponin result from a new sample 2 hours after the initial = 28.1 ng/l. Patient 2 initial result for another alinity (B)(6) = <4 ng/l at 02:44 am patient 2 3 hour troponin result from alinity (B)(6) = 126 ng/l patient 2 3 hour troponin result from alinity (B)(6) = <4 ng/l patient 2 3 hour troponin put back on alinity (B)(6) = <4 ng/l. Male diagnostic cutoff = <35 ng/l is normal female diagnostic cutoff = <14 ng l is normal no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting discrepant results generated on the alinity I processing module, serial number (B)(6). Service inspected the module, performed several troubleshooting procedures including replacement of the reagent and wash zone probes. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The alnty pptr probes (03r96-02) were determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module, alnty pptr probes (03r96-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, alnty pptr probes (03r96-02) was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for two patients on alinity processing module, serial number (B)(6). The samples were repeated with lower results. The following data was provided: patient(male) 1 initial troponin result = 439.1 ng/l repeated = 26.1 ng/l. Troponin result from a new sample 2 hours after the initial = 28.1 ng/l. Patient 2 initial result for another alinity (B)(6) = <4 ng/l at 02:44 am. Patient 2 3 hour troponin result from alinity (B)(6) = 126 ng/l. Patient 2 3 hour troponin result from alinity (B)(6) = <4 ng/l. Patient 2 3 hour troponin put back on alinity (B)(6) = <4 ng/l. Male diagnostic cutoff = <35 ng/l is normal female diagnostic cutoff = <14 ng l is normal no impact to patient management was reported.